Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was glitching. A field service engineer worked with the pharmacy tech to figure out the issue with the wrong medication opening. The customer had the wrong medication loaded into multiple cubie pockets. The fse assisted the customer in unloading and reloading the medication into the correct pockets. Testing confirmed access to all cubie pockets without any issues afterward. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the machine was glitching. Customer selecting a specific medication, but a different drawer opens up. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.